Event description:
(B)(4). Non stop vaginal bleeding. Dr claimed the depro shot caused the bleeding and was a side effect of shot. Continued to bleed for the next 1.5 years. Painful intercourse, horrible mood swings, server abdominal pain, spontaneous vaginal spotting.